Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that a pt underwent a successful arthroscopic shoulder repair with the use of 2 versalok anchor for fixation on (B)(6) 2010. At some time post-operatively, the pt presented with pain, and it was somehow discerned that one of the two fixation devices had migrated out of the bon-hole. The surgeon has scheduled a 2nd surgery for remedy sometime in may. This is all of the info made available at this time; there are questions out for further detail.